Manufacturer narrative:
The device was received for evaluation. During functional testing, low speaker was reproduced as low audio when powering on and failed downstream occlusion testing was not able to be reproduced . A review of event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the low audio was determined to be the speaker is dislodged in the rear case and for the downstream occlusion the force sensor scale factor calibration is out of specification. The rear case requires replacement and force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of low speaker and failed downstream occlusion testing at 2.3psi during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.